Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient stated he felt as if he had hypoglycemia and wanted to take some sugar. Before the patient was able to self-treat he passed out. The cgm reading was reading 207 mg/dl. As the patient´s colleague noted that the patient was missing, they opened the door to his hotel room. The colleague tried to make the patient drink some soda and got a taxi to take the patient to the hospital. The patient regained consciousness in the taxi. At the hospital only the patient condition was checked, and no further treatment from that time. The patient was discharged after a couple of hours. There was no information of further medical evaluation or intervention. No blood glucose reading was reported from the event. At the time of the report the patient recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.